Event description:
It was reported that suture placement using a prostar xl device was attempted in the left common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, after sheath removal, it was observed that the needles did not deploy. The device was held by the physician at an angle greater than 45 degrees during deployment. A small cut down was performed to surgically close the artery. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions; holding the device at an angle greater than 45 degrees during deployment. The customer reported the device was discarded. The lot number was not provided. The device was discarded; the device being available for analysis may have aided in a more definitive determination. The needles not deploying is an indication of a needle deflection or a change in needle trajectory preventing the needle to present in the hub. Needle deflection may be influenced by, but not limited to, manufacturing, user technique, and/or anatomical conditions. The prostar device has inspections in place, prior to release, to ensure needle trajectory is correct. This includes a final inspection that visually verifies needle presentation in the hub by partially deploying needles into the hub prior to packaging. Lot acceptance testing verifies lot build quality that includes functional testing. Based on the inspection in place and lot acceptance verification; there is no indication of a product quality deficiency. Prostar instructions for use (IFU) has the optimal procedures to ensure the needles are deployed successfully. The user was reportedly trained in the use of the prostar device. Though trained, the device was used at greater than 45 degrees, against the stated IFU procedures. This could cause an angular change of the guide and hub and result in a change of needle trajectory, but this cannot be confirmed. The cause of this event was related to operational context of deploying device at greater than 45 degrees. The device lot history record (lhr) review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. There is no indication of a product quality deficiency.